Event description:
Per (B)(4), after clinical procedure, patient experienced lack of primary stability.

Manufacturer narrative:
Patient age, implant date and explant date are unknown. Part and lot information are unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Manufacturer narrative:
Follow-up submitted to report device evaluation.